Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) on behalf of the patient alleging that a one touch ping meter read inaccurately high. The reporter was not willing to answer questions or provide information to the customer service representative (csr). It is unknown what date/time the alleged issue began. The reporter claimed that on (B)(6) 2010, she obtained a meter reading of "135 mg/dl" on the lfs meter and "138 mg/dl" on a continuous glucose monitoring (cgm) device. At "8:00" that same day, the reporter claimed that she also obtained a result of "388 mg/dl" on the lfs meter and "117 mg/dl" on the cgm device. Due to the alleged issue, the reporter claimed that the patient developed unspecified symptom(s) of "hypoglycemia." The reporter did not allege that the patient received treatment because of the reported issue. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed "hypoglycemia" at an unspecified time after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k082590.